Event description:
It was reported by the pt that her device is no longer properly functioning. Pt remains implanted.

Manufacturer narrative:
Add'l: cuff catalog # 72401958 - lot 381895003 exp. 10/1/2008. Balloon catalog # 72402104 - lot 379517002 exp. 09/01/2008. Pump catalog # 72402287 - lot 456698014 exp. 06/01/2011.